Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that around 03:00 on (B)(6) 2015, the touchscreen on the cardiohelp became unresponsive. The cardiohelp continued to operate normally. The unit was finally swapped with another cardiohelp at around 13:00 on (B)(6) 2015. The patient was reported to be off of support for 11 seconds during the transition and was not affected. The cardiohelp was restarted after the swap out and the touchscreen now responds normally. (B)(4).